Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4)

Event description:
Customer reporting false negative with the front typing a microtube result with the mts abd/abd cards lot# 020816053-02. Issue started on: (B)(6) 2016. Reported: (B)(6) 2016. Sample ID: (B)(6). Microtubes/wells or cell (donor #) affected: a microwell. Methodology used: manual. Reaction grade obtained: negative. Customer was expecting: positive. Other relevant details: sample was first tested using manual tube method where the customer identified a sub-group of a. Other reagent: diluent 2. Qc data: qc type: in-house. Last qc run: (B)(6) 2016. Transfusion history: not transfused. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. On-board storage time: as per IFU. Off board storage temperature: as per IFU. Protocol details (for customer working in manual methods): pipette used: mts. Incubator type: mts . Ortho discussed with the customer the limitation of the sub groups of a and b antigen may not be detected by these anti-a and anti b reagents. Suggested using the anti-a,b monoclonal gel card for detecting these weak antigens.